Event description:
An aus device was implanted, details not provided. On 4/21/97 the cuff was revised. On 6/16/97 the balloon and pump were removed from the pt and replaced due to recurring incontinence.